Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 49 mg/dl at time of incident and treated with apple juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reports programming was accurate. Customer reports insulin pump was not worn during a medical procedure. The devices will not be returned for analysis.